Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet, with a lowest blood glucose of 55 mg/dl and device alerts for low glucose; the event was treated with oral carbohydrates and did not require outside assistance or medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed no identifiable precipitating factors and no confirmed device malfunction, and the cause of the hypoglycemia remained unclear. Symptoms included shakiness, disorientation, and sweating. Outcomes included transient low glucose without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.